Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s revision was cancelled. No further course of action.

Event description:
A report was received that the patient will undergo ipg replacement for an unknown reason.